Event description:
It was reported that during an unspecified procedure, the camera head had poor image colors. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure "image errors (poor image color)" was not confirmed. In addition, the following reportable malfunction was identified during the device evaluation: the scope cannot be attached smoothly. Based on the results of the investigation, the cause of the customer allegation was not detected as it was not confirmed, and the most probable cause of the complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.